Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that an alert was triggered due to episodes of far field r-wave oversensing, which was observed on the stored electrograms. Technical services were consulted and recommended reprogramming options, which have since been performed. This device remains implanted and in service. No adverse patient effects were reported.